Event description:
This is a report of a home patient (hp) who was diagnosed with peritonitis, manifested by discolored cloudy effluent and abdominal pain. The cause of peritonitis was break in aseptic technique. The hp was treated with vancomycin 1g and amikacin 12.5mg; patient was retrained and reported to be recovered. Additional information was requested but not provided.

Manufacturer narrative:
(B)(4) the cause of this peritonitis was use error. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
(B)(4). On an unreported date, the patient was unconscious, with shallow breathing and low heart beat. On (B)(6) 2013, the patient was hospitalized for the events. The patient was treated with injection epinephrine and kept on cardio pulmonary resuscitation and endotracheal intubation. On (B)(6) 2013, the patient died due to chronic kidney disease and pulmonary (B)(6).